Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer had multiple power loss alarms on insulin pump. The customer¿s blood glucose was unknown. The customer was assisted with troubleshoot for multiple power loss alarms. The customer states that they received multiple power loss alarms when battery was out for less than 10 min. The customer¿s insert a new battery and again receive power loss alarm. It was explained customer that internal backup battery could not be charged. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. Pump error detected and low battery alert due to j6 connector resistance issue.